Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection resulting in surgical intervention, delay to treatment, and hospitalization is listed in the pressurewire instruction for use as potential complications which may be encountered during all catheterization procedures. In this case, a conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined. Based on the information received, the investigation determined that the reported difficulty advancing and deformation due to compressive stress appear to be related to operational context; however, a cause for the reported patient effect of dissection resulting in surgical intervention, delay to treatment, and hospitalization, and the relationship to the product, if any, cannot be determined. In this case, it is likely that the patient¿s anatomical conditions or use techniques employed during delivery of the guidewire caused the reported guidewire damage (bent tip) and difficulty to advance which resulted in dissection. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed in the left anterior descending (lad) artery. The first pressurewire x wireless guidewire was able to reach the target lesion but the wire tip was unable to cross distal to the lesion due to significant tortuosity. Upon removal, it was noted that the tip of the wire was bent out of shape. A second pressurewire x wireless guidewire was introduced but the same issue occurred. A 2.0x12mm mini trek balloon dilatation catheter (bdc) was used not intended to cross the lesion but to provide more support for the guidewire but was unsuccessful. The guidewire and the balloon were removed without issues. However, it was observed that blood flow distal to the lesion had stopped, indicating a dissection had occurred distal to the lesion. The patient was taken to the operating room to have the dissection bypassed and while bypass went ahead and did the valve repair procedure as well. A clinically significant delay occurred due to the dissection and its management. In the physician's opinion, the second pressurewire x wireless guidewire potentially caused or contributed to the dissection. No additional information was provided.